Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The distributor contacted animas on 11/16/2016 alleging that on (B)(6) 2016 the patient experienced high blood glucose while on insulin pump therapy that resulted in patient hospitalization with the diagnosis of diabetic ketoacidosis. The patient was admitted to the intensive care unit of the hospital for an overnight stay. Details regarding patient treatment were not reported. The distributor reported that the insulin cartridge was cracked and leaking insulin. The subject cartridge was disposed of by hospital personnel; the lot number of the cartridge is, therefore, unavailable. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy associated with a leaky insulin cartridge.